Event description:
It was reported that impedances on right side unused contacts were found to be out of range during pre-op interrogation of patient's activa pc, which was being changed due to battery depletion. Impedance issues were consistent when checked intra-operatively on patient's new percept pc device. Generator was replaced. No symptoms were reported. The issue has not been resolved. Pre-op session report showed monopolar c-9 was at 10.9k ohms. Bipolar showed contacts 9-11 was at 9,353ohms, 10-11 showed low, 9-10 was at 9,325ohms, and 8-9 showed 11.2kohms. The post-op session report showed monopolar c-9 was at 9,640ohms and bipolar contacts 8-9 was at 10,351ohms, 9-11 was at 10,292ohms, 9-10 at 10 ,099ohms, and 10-11 was at 36ohms.

Manufacturer narrative:
Initial reporter information has been corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #704723271:analysis information -- 2022-04-15 10:54:12 cst pli# 20 product ID# 37601 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 3387s-40 lot# va08a54 impl anted: on (B)(6) 2013 product type lead. Product ID 3708660 serial# (B)(6) implanted: on (B)(6) 2013 product type extension. H3: analysis of the implantable neurostimulator ((B)(6)) revealed the battery was functionally okay, no significant anomalies observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the impedance issue was first noticed on the generator change date. The cause was not determined and the issue was not resolved. No actions were planned to resolve the issue. This was confirmed with the physician.

Event description:
It was reported that impedances on right side unused contacts were found to be out of range during pre-op interrogation of patient's activa pc, which was being changed due to battery depletion. Impedance issues were consistent when checked intra-operatively on patient's new percept pc device. Generator was replaced. No symptoms were reported. The issue has not been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-feb-2016, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 26-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.